Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off the suture. There were no patient consequences. No additional information available.